Event description:
A surgeon reported that during lasik procedure, laser locked up midway through treatment and read treatment complete. Logfile showed that the pupil was not detected, but the surgeon mentioned that the tracker image was good. Procedure was not completed and during f/u with the reporter, it was noted that the pt returned in one week for retirement. Pt outcome was noted to have been resolved with additional treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).